Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the olympus colonovideoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified that the air water supply had white residue. There was no patient involvement.